Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Absorbent part of the tampax pearl stayed in ¿ vagina [foreign body in reproductive tract] intimate part hurts, my vagina...it is sore [vulvovaginal pain] hand is sore...hurts, hurt my pinky and ring fingers [pain in extremity] my vagina, I had to like really stretch it out [vulvovaginal injury] I hurt my hand (and body) in the process of removing in (it). I hurt my pinky and ring fingers [limb injury] I hurt (my hand) and body in the process of removing in (it) [injury] the string just flip out...trying to take the string out - tampon [device breakage] I hurt my hand and body in the process of removing in (it)..my vagina had to stretch it out- tampon [complication of device removal] case narrative: consumer reported via phone that the tampon string flipped out and stayed in. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Absorbent part of the tampax pearl stayed in ¿ vagina [foreign body in reproductive tract]. Intimate part hurts, my vagina...it is sore [vulvovaginal pain]. Hand is sore...hurts, hurt my pinky and ring fingers [pain in extremity]. My vagina, I had to like really stretch it out [vulvovaginal injury]. I hurt my hand (and body) in the process of removing in (it). I hurt my pinky and ring fingers [limb injury]. I hurt (my hand) and body in the process of removing in (it) [injury]. The string just flip out...trying to take the string out - tampon [device breakage]. I hurt my hand and body in the process of removing in (it). My vagina had to stretch it out- tampon [complication of device removal]. Case narrative: consumer reported via phone that the tampon string flipped out and stayed in. No serious injury reported.